Event description:
A hosp reported that the base of their iw930jeu cosycot infant warmer had cracked. No pt consequence was reported.

Manufacturer narrative:
Ps32497. H6: method: the complaint device was visually inspected on-site by our field rep for cracked base. Results: based upon the on-site assessment, significant cracks in the base had occurred. The cosycot had been overloaded. Conclusion: total weight of the device, including accessories and pt, exceeding 115 kg, can cause cracks in the plastic legs' base and damage to the base electric elevator mechanism.